Event description:
It was reported by the system (B)(4) study (sls) that the left ventricular lead was dislodged and had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.